Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump could not rewind but then did rewind after a second try. Customer's blood glucose was 192 mg/dl at the time of incident. Troubleshooting found that the pump does not deliver basal correctly and customer does not feel comfortable with the pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump passed functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was programmed with multiple boluses and monitored; all boluses delivered properly and were listed in the bolus history screen. The insulin pump was programmed with multiple basal profiles and monitored; all basal profiles delivered their indicated amounts and were verified in the daily total screen. The insulin pump responded properly to the button presses. No button response anomaly noted. No delivery anomaly, bolus anomaly, basal anomaly or rewind anomaly noted during our testing. The insulin pump had had minor scratched display window, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
The pump passed the delivery accuracy test.